Event description:
The hospital biomedical engineer reported that the ventilator cpu pcb board had failed and gave an error message on the ventilator. The hospital biomedical engineer reported the device was not in use therefore there was no patient involvement. The device had recently been serviced by the biomedical engineer. The biomedical engineer was contacted for more information regarding the reported failure but no further information was obtained. Failure of the cpu pcb board may result in a shut down of the device during normal ventilation mode operation. As the device was out of warranty, there was no request for manufacturers service. The biomedical engineer reported he replaced the cpu board to address the reported problem.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.